Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. The patient is doing well post operatively. Explanted device will not return due to facility policy and electrocautery was not used once battery was implanted.